Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. The customer planned to be administered a manual injection to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.